Event description:
It was reported that this right atrial (ra) lead was explanted due to lead damage, the patient pulled out and dislodged this ra lead. Another ra lead was successfully implanted. No additional adverse patient effects were reported.